Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with baclofen 450 ug/ml (22.5/day), fentanyl 2000 ug/ml (100/day), clonidine 300 ug/ml (15/day), bupivacaine 5 mg/ml (.25/day) and morphine 20 mg/ml (1/day) intrathecal therapy via an implanted pump. The type of baclofen and lot number was unknown. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient had a pump replacement due to normal elective replacement indicator (eri)/end of service (eos). During the case the physician couldn't aspirate the existing catheter; therefore, the surgeon opened the spinal incision site and discovered the catheter tip was occluded and out of the it space. The spinal catheter segment was revised. Following the procedure, the patient's pump was programmed to the lowest programmable simple continuous dose. The company representative indicated there were no indications of catheter issues prior to discovering the catheter issues during a scheduled end-of-life pump replacement. The other medications the patient was taking at the time of the event, the patient's pertinent medical history, symptoms if any related to the catheter occlusion and the catheter being outside the intrathecal space, troubleshooting and the cause of the catheter being outside the intrathecal space and the catheter occlusion not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.